Manufacturer narrative:
Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B) (4).

Event description:
(B) (6). Same case as 2134265-2010-01001. It was reported that following a coronary artery stenting procedure the patient developed bradycardia. The lesion being treated was located in the proximal left anterior descending (prox lad) artery. The physician successfully implanted two (2.50x20mm and 3.50x20mm) taxus express2 study stents. The patient developed bradycardia at an unknown date. Pletaal was prescribed. At the 2 year follow-up in (B) (6) 2010, the patient had no angina. No further information is available.